Event description:
The customer called for help with his contour meter. He tested his glucose one evening, receiving a normal reading and went to bed. Sometime during the evening, the customer's wife called paramedics because she was unable to wake him. Paramedics tested the customer's glucose at 40 mg/dl using their meter. The customer did not mention treatment, but most likely he was treated with glucose. The customer performed control tests while troubleshooting and the results were within the normal control range. The test strips and meter are to be returned for further eval. Replacement prods were sent to the customer.